Manufacturer narrative:
(B)(6). Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the motor device had damaged component - locking components. It was further determined that the safety lock was defective. It was determined during the pre-repair diagnostics assessment that the device failed for the outer hose inspection, safety and rotations per minute (rpm). It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.